Manufacturer narrative:
H.6. Investigation: 1 opened resealed and 9 with original seal intact shelf cartons, as well as one plastic bag containing 13 loose sealed blister packages, were received. All product was identified to be from batch #9028859 (p/n 303346). The samples were 100% visually inspected for cannula tip configuration, flash and damage. No visual defects were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that needle is breaking off with a bd syringe 3ml ll w/blunt plastic cann. The following information was provided by the initial reporter: customer states needles are dull and when nurses attempt to pull medication from the vials the needle damages the vials because they do not puncture. Additional information provided by initial reporter: my ER dept. Did not save any of the damaged syringes. I have removed this product from their dept. And have a box that I can send you. The manager says that while trying to insert the blunt plastic end into the vial of medicine, the tip starts to bend and then breaks off into the vial damaging the vial and not allowing for the extraction of the medication. Our med/surg. Dept. Is reporting that they too are having difficulty using this syringe due to the same problem.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle is breaking off with a bd syringe 3ml ll w/blunt plastic can. The following information was provided by the initial reporter: customer states needles are dull and when nurses attempt to pull medication from the vials the needle damages the vials because they do not puncture. Additional information provided by initial reporter: my ER dept. Did not save any of the damaged syringes. I have removed this product from their dept. And have a box that I can send you. The manager says that while trying to insert the blunt plastic end into the vial of medicine, the tip starts to bend and then breaks off into the vial damaging the vial and not allowing for the extraction of the medication. Our med/surg. Dept. Is reporting that they too are having difficulty using this syringe due to the same problem.